Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided. Cause of bg level was not known. Reportedly, customer "experienced twitching in their leg causing them to fall and resulted in them passing out and experiencing head pain." Customer went to the emergency room. Customer declined to provide further information.